Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. One device evaluation is in progress. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 1 malfunction event in which the device was skipping. There was patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. One device was received for evaluation. One event was not duplicated during evaluation; however, the device was found to be outside of specifications. The device was found to be affected by worn internal components. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 1 malfunction event in which the device was skipping. There was patient involvement; no patient impact.